Manufacturer narrative:
The investigation is ongoing. Physical evaluation of the subject device show the image to be flickering due to a faulty charge-coupled device. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer returned an hd autoclavable camera head for annual inspection/maintenance. Upon inspection/evaluation of the device, olympus found the image to be flickering due to a faulty charge-coupled device. There is no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely the flickering image occurred due to the faulty charge-coupled device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.